Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer was overheating. Found multiple sensor 1 events in the event logs. Replaced the master programming unit. Analysis was able to confirm the customer comment that the programmer appeared "frozen". The programmer was very slow booting and when attempting to interrogate. There was an error found. Hard drive health was noted to be 99%. Re imaged hard drive. The health is now 100%. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and frozen. The programmer was returned for service. There was no patient involvement.